Event description:
It was reported that the device was explanted and replaced due to high right ventricular lead thresholds following lead dislodgement and repositioning. Inappropriate therapy was also reported. It was reported that after the lead was repositioned, thresholds were acceptable when checked with the analyzer but when the lead was reconnected to the device, high thresholds were observed. A device header problem was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: prk128515h no anomalies found.